Manufacturer narrative:
Follow-up #1: date of submission 19-feb-2020. Device evaluation: the device has been returned and evaluated by product analysis on 11-feb-2020 with the following findings: the complaint regarding a power issue was reported to start on (B)(6) 2019, a review of the pump¿s history shows the pump was in use until 20-nov-2019, therefor black box data for (B)(6) 2019 has been overwritten. According to the basal total daily dose history, the pump delivered the full 24-hour basal delivery on (B)(6) 2019. The black box data from (B)(6) 2019 shows no evidence of power loss. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 12-hour duration test without any power or reset issues. The original complaint of a power issue was unable to be duplicated during investigation. The battery compartment was cracked. The battery cap was able to be fully tightened and secured to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was damaged and the battery cap was unable to be tightened. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.